Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 07-nov-2023 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the complaint handpiece was received with the lens overridden the plunger rod and stuck inside of the cartridge. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. There was not viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ovd/bss may have contributed to the complaint issue. The lens was removed from the cartridge and cleaned, revealing no issues with the lens. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monocular intraocular lens (iol) had the front haptic damaged. Replaced with the same model and diopter. There was no injury, and surgical and medical interventions required. Product is being retuned. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. Unknown/ asked but not available. Section d6b: if explanted; give date: n/a. Unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.